Event description:
It was reported the bottom of the screen on the epg (external pulse generator) was not visible; menus could not be accessed, and the display stayed on after the epg was powered off. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: initial analysis confirmed the reported event, the display was out of electrical specification. It was also noted that the lower case was broken, the ring cover and both bail covers were broken, the battery contacts were compressed and the keyboard was damaged. Further analysis was performed on the display module. Visual inspection revealed no anomalies. No anomalies were found during bench or functional testing. Conclusion: this analysis could not confirm the reported event or failures seen during service and repair of the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).